Manufacturer narrative:
The event occurred on an unspecified date, further described as "a week prior" to (B)(6) 2022. The user facility submitted medwatch mw5106572 for this event. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the one of the valves (clearlink component). The nurse had to screw an unknown red cap onto the valve to keep the medication from leaking out. This issue was identified during patient use. The set was infusing tysabri. There was no report of patient injury or medical intervention associated with this event. No additional information is available.